Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open low anterior resection, upon anastomosis of intestine, when surgeon has fired the staplers, staple pins did not fired. Surgery has extended for almost 3 hours as product failed in first step of anastomosis and unanticipated tissue loss was noted. Surgeon complete surgery by using sutures.